Event description:
It was reported that this pacemaker system exhibited increased right ventricular (rv) thresholds since implant. Review of the presenting electrogram (egm) found there was intermittent undersensing and competitive pacing. Additionally, there was ventricular amplitude that was out of range. Technical services recommended checking the lead position and or revising it. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited increased right ventricular (rv) thresholds since implant. Review of the presenting electrogram (egm) found there was intermittent undersensing and competitive pacing. Additionally, there was ventricular amplitude that was out of range. Technical services recommended checking the lead position and or revising it. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this right ventricular (rv) lead was explanted and replaced successfully. No additional adverse patient effects were reported.